Event description:
The lay user/reporter called lifescan (lfs) in 2007 alleging the one touch ultrasoft lancing device would not fully penetrate. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the lancing device issue began on the same day, at 9:00 a.m. The patient took his usual dose of humalog 75/25 insulin, 23 units after the reported issue began. Two hrs later the patient felt sweaty and lightheaded. The patient denied receiving medical attention or taking action following use of the meter. He called lfs soon after this occurred. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the patient claimed he developed symptoms that are suggestive of the patient being hypoglycemic after the reported issue occurred.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.